Event description:
The customer observed a falsely elevated result which was generated using the architect stat troponin-I assay. The customer indicated the following results, unit of measure not provided: sample 1: initial result: 0.511, retest 0; sample 2: initial result: 0 retest 0. There was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 94733un12, which met acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend for the lot in question. Labeling was reviewed and found to be adequate. Based on the available information no malfunction and no product deficiency of the architect stat troponin-I reagent list number 02k41, lot 94733un12, was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.